Event description:
Pt was in surgery for insertion of ivc greenfield filter. The filter did not open properly on insertion and migrated to the right atrium. The pt was transferred to hospital to remove the ivc filter.